Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's symptoms had returned in the last couple of three weeks. It was noted that, in the last two days prior to the report, it was really bad. They were overfilling their diaper. It was noted that the therapy was on and the patient increased their stimulation on the day prior to the report. They turned their stimulation way down on the day of the report, but that did not help. It was reported that they had a fall 5-6 weeks prior to the report, on the opposite side of the implantable neurostimulator (ins), but they saw their doctor on (B)(6) 2016, who checked the ins and lead and said that all looked fine. They were changed to program 2 at this time. They also didn't feel stimulation while the therapy was on. This was noted to be a sudden change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.